Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the device return paperwork, it was reported that the reason for explant was due to the battery being dead.

Manufacturer narrative:
Product analysis: pli#10 product ID# 97715 analysis identified that the implantable neurostimulator (ins) was functional, and there were no anomalies found. Pli# 20 product ID 977a275 analysis identified that the #7 conductor was broken in the body of the lead 4.3cm from the proximal end. Continuation of d10: product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
New information was received from the patient. The patient reported that their implant was removed on (B)(6) 2025. The circumstance that led to them having the dead battery explanted was them having back surgery. They also reported that no steps were taken to resolve the dead battery issue, and the issue was not resolved.